Event description:
Edwards learned of a mitral bioprosthetic valve explanted after an implant duration of eight (8) years (3) months due to mitral regurgitation. Patient presented with progressive fatigue, dyspnea, sob, and abdominal swelling. Patient was reported as stable following re-op. Device has not been received.

Event description:
The device was received at edwards.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative - the reported device has not been returned to manufacturer, without receipt of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation summary - as received, all three leaflets had cross sections of the leaflet removed; leaflet 1 had a cut area of approx 14mmx5mm, leaflet 2 had a cut area of approx 11mmx15mm and leaflet 3 had a cut area of approx 7mmx4mm. The sections of the leaflets that were removed were not returned with the device. Gross observation identified a tear on leaflet 1 at commissure 2. The tear was approximately 3mm in length. Leaflet 2 had a partial tear at commissure 3, that was approximately 3mm. The partial tear did not tear through the entire thickness of the leaflet. Calcification was observed near the regions of the tears. Minimal to moderate calcification was also observed in the remaining cusp area of leaflet 1 and moderate calcification was observed in the remaining cusp areas of leaflets 2 and leaflet 3. The remaining free margin of leaflet 1 exhibited moderate calcification, the remaining free margin of leaflet 2 exhibited moderate to heavy calcification, and remaining free margin of leaflet 3 exhibited heavy calcification. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue fused leaflets 1 and 3 at commissure 1 by approximately 7mm and leaflets 2 and 3 at commissure 3 by approximately 3mm, both on the outflow aspect. Incidental findings: the x-ray demonstrated commissure 1 wireform distortion. Wireform near leaflet 1 was also exposed on the outflow aspect. These damages are most likely due to explant or implant. Based on the receipt condition of the valve, we are unable to definitely determine the root cause of this event; however calcification and host tissue overgrowth appeared to have played a role. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood.